Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient had three different batteries placed and they did not work. The patient also reported that the stimulation system was creating too much pressure on her back, which resulted in pain. Troubleshooting could not be performed due to lack of access to the products. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the implantable battery did not work. The model and serial numbers of the devices are unknown. The devices were discarded. The event was first observed in 2018. In 2018 the patient had a fall and it started pressing on their spine where they have a 7 ½ inch rod and pins. They hurt all the time until it was removed. They had surgery on (B)(6) 2019 to remove device. It worked well for over 4 years then just stopped. With the patient¿s other back problems, they did not want another one put in. No further complications were reported/anticipated.